Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said somehow her voltage changed. She said she thought she was supposed to be on 2.3 volts and it is on 0.3 volts. Patient was not able to go in and change she was getting device not responding. Communicator is charged and the handset it 87% charged. They had patient power both units off and back on. Patient showed at 0.3 volts. Walked caller through increasing to 2.3 volts. Troubleshooting resolved reported issue. There were no further complications reported.